Event description:
The biomedical engineer reported that the hardrive failed and needed help with replacing it. This did not affect patient monitoring. They reported the screen was not working and ts found that they had unplugged it and placed it into the cable into the vga port instead of the dvi port. Once that was corrected the issues were resolved. The latter, unplugging the display did affect patient monitoring. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer experienced a hard drive failure. It was also reported that the displayed was unplugged and then plugged into an incorrect port. Details surrounding the hard drive failure and the troubleshooting steps taken are not available. Customer had not responded to nk's follow up attempts. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 4/23/2015. Service history shows the following: 06/26/2019 300175184 - current notification 05/21/2019 300171196 - customer reported raid volume was degraded from a failed hard drive. Customer followed service manual procedures in replaced the failed raid hard drive, while device continued to run on the secondary hard drive. 01/17/2017 300072516 - not related to hard drive 06/18/2015 300020110 - not related to hard drive based on the service history, the cause of failed hard drive reported on 6/26/2019 could not be determined. The root cause of the reported screen issue was due to display cable was plugged into the wrong port. D11. Concomitant medical products: products used with the central nurses station was requested from the customer but the information was not provided.

Manufacturer narrative:
The biomedical engineer reported that the hardrive failed and needed help with replacing it. This did not affect patient monitoring. They reported the screen was not working and ts found that they had unplugged it and placed it into the cable into the vga port instead of the dvi port. Once that was corrected the issues were resolved. The latter, unplugging the display did affect patient monitoring. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices were requested from the customer but the information was not provided.

Event description:
The biomedical engineer reported that the hardrive failed and needed help with replacing it. This did not affect patient monitoring. They reported the screen was not working and ts found that they had unplugged it and placed it into the cable into the vga port instead of the dvi port. Once that was corrected the issues were resolved. The latter, unplugging the display did affect patient monitoring. No patient harm reported.